Manufacturer narrative:
Concomitant medical products: kdr901 ipg, implanted: (B)(6) 2006; addrl1 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead warning. The lead was programmed off and remains in patient. No patient complications have been reported as a result of this event.